Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraines / headaches"), neuropathy peripheral ("neuropathy"), paraesthesia ("tingling sensation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("dizziness"), dyspepsia ("heartburn"), alopecia ("hair loss"), loss of libido ("loss of libido"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), vaginal infection ("vaginal infection"), arthralgia ("right hip pain"), pain in extremity ("right leg pain") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, insomnia, neuropathy peripheral, paraesthesia, dysmenorrhoea, dizziness, weight increased, dyspepsia, alopecia, loss of libido and pain in extremity outcome was unknown, the cystitis, vulvovaginal pruritus, vulvovaginal burning sensation and vaginal infection had resolved, the migraine was resolving and the arthralgia and headache had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, cystitis, depression, dizziness, dysmenorrhoea, dyspepsia, headache, insomnia, loss of libido, menorrhagia, migraine, neuropathy peripheral, pain in extremity, paraesthesia, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal burning sensation, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: coils placed without difficulty. 3 coils seen in both the sides. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: case become incident, event injury nos replaced with new events: abnormal bleeding (vaginal, menorrhagia), infection: bladder, urinary, vaginal, psychological or psychiatric problems condition: depression, anxiety, insomnia, migraines / headaches, neurological conditions or problems type: neuropathy, tingling sensation, dizziness, pain, dysmenorrhea (cramping), weight gain, heartburn, hair loss, loss of libido, vaginal itching/burning, lower back pain, right hip pin, leg pain were added. Reporters, outcome, lab data, patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.